Event description:
It was reported that the pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. The customer attempted to resume insulin therapy by loading a new cartridge, but the cartridge alarm recurred, preventing successful loading. As a corrective action, technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was instructed to put the pump into storage mode and was provided with a prepaid label to return the problematic pump.